Manufacturer narrative:
The t:slim g4 user guide states: there are differences in how glucose is measured in the blood compared to how it is measured in interstitial fluid, and glucose is absorbed into the interstitial fluid slower than it is absorbed into the blood. A cgm is intended to enhance the data you obtain from your blood glucose meter, not replace it. You should never rely solely on your cgm to alert you of high or low blood glucose, and you should always use your blood glucose meter for any treatment decisions. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room due to low blood glucose (bg) levels (56 mg/dl). Reportedly, the customer's continuous glucose monitor (cgm) was inaccurate. Customer addressed a cgm reading of 200 mg/dl, and customer's bg levels dropped. Customer was treated with orange juice while in the emergency room, and released 8 hours later. The cgm discrepancy issue was forwarded to the sensor/transmitter manufacturer. Reportedly, the customer "felt better" upon being released from the emergency room.